Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events and other unspecified injuries on or about (B)(6) 2012 through and until (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products.